Event description:
It was reported that after the suction support was started, the peep (positive end expiratory pressure) value of the ventilator was unstable. The patient involvement is unknown. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The internal evaluation determined that this complaint is a duplicate of report with mfg report number # 8010042-2021-00292.

Event description:
Manufacturer's ref.#: (B)(4).